Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version.

Event description:
It was reported that multiple treatments with different isocenter locations can be exported and imported into the same site setup. There was no report of mistreatment based on the available information.